Event description:
Customer reported the panorama central station's display shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the power board and lcd screen. Unit was calibrated and safety tested to factory's specifications.